Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the device had a keypad issue. Customer's blood glucose was unknown. Device would make a high pitch sound when the keypad was used. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent down button response due to corroded keypad traces. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected audio/beep anomalies were noted. No unexpected delivering anomalies were noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.